Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and under delivery. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose was 443 mg/dl. The customer¿s blood glucose level was 482 mg/dl. The customer was treated with bolus and manual injection. The customer alleging possible pump under delivery. The customer was advised inaccurate pump settings may result in high blood glucose. The customer was advised if any recent changes have been made to programming. The insulin pump will not be returned for analysis.